Event description:
The customer reported the buttons on the insulin pump were difficult to press. The customer stated that after turning on the light and going into bolus, the light went out. Customer hit the bolus button and nothing was working but then began to work. Customer declined to troubleshoot for the keypad anomaly. The customer was able to run the bolus by making sure they were pressing the buttons.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.